Event description:
This is an olympus loaner asset that was found to have to have damage to the distal end rubber coating (a-rubber) upon returned device inspection and was returned to the service center for repair. There is no patient involvement and no harm reported to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that there was no scope ID data due to breakage of ID board. There was no image, and a b31 scope communication error message was received. This is attributed to dirt on electrical contact of video plug. This medwatch is being submitted for the reportable issues of no scope ID data due to breakage of ID board and no image due to b31 error message received as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that it was observed that there was no scope ID data due to breakage of ID board. There was no image, and a b31 scope communication error message was received. This is attributed to dirt on electrical contact of video plug. Other observations for the device are: cut on distal end rubber coating (a-rubber) due to which water tightness is lost; adhesive on a-rubber has a chip; bending tube is damaged; video connector has crack; video connector case has crack; adhesive around objective lens is peeled; and light guide lens has chip. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the scope identification board breakage and b30 scope communication error could not be determined. It is possible that the issues were caused by a defect of the image sensor unit, a failure of the video connector's internal board , or a system defect. Olympus will continue to monitor field performance for this device.